Manufacturer narrative:
Investigation summary: sample evaluation: samples of 5ml syringes from 2 reported batches for various reported defects were received and evaluated: 4 samples from batch#: 7153991 and 6 samples from batch#: 7338678, all p/n: 301027. 7153991, print: 2 samples were received. The barrels of both syringes had portions of the center of the graduated lines scratched off one between 2ml and 3ml, one between 3ml and 4ml markings. Each barrel was also observed to have ink smears in the vicinity of the missing print around the scale markings. The amount of missing print was less than 50% of any one item and the ink smears observed were small, therefore print quality is considered acceptable per product specification. 7153991, mis-aligned gasket: 2 samples were received. Both syringes had stopper in bottom out position. Both had the jammed stopper condition, which is rejectable per product specification. 7338678, particulate: 2 samples were received. Both syringes had particulate foreign matter. One syringe had what appeared to be a thin long sliver of wood on the plunger rod outside the fluid path. It was larger than level 3 in size. One syringe had numerous small particles on the surface of the stopper mostly level 1 in size, with a few larger than level 3. A few particles were also observed wedged between the stopper ribs and the barrel wall. The foreign matter appeared to be similar to cardboard or wood particles. The foreign matter observed is rejectable in both samples per product specification. 7338678, damage: 2 samples were received. The plunger rods of both syringes were found to have damage to the ribs that coincided with approximately 2ml markings on one syringe and 3ml markings on the second syringe. The damage is rejectable per product specification. 7338678, print: 2 samples were received. The barrels of both syringes had portions of the center of the graduated lines scratched off one between 2.6ml and 4ml, one between 1ml and 4ml markings. The amount of print missing was less than 50% of any one item, therefore print quality is considered acceptable per product specification. 7338678, mis-aligned gasket: 2 samples received. Both syringes had stopper in bottom out position. Both had the jammed stopper condition, which is rejectable per product specification. Device history record review: furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Probable root cause: 1. ¿contamination / particulate¿: potential root cause for the loose foreign matter defect is associated with the material handling and assembly process. 2. ¿damage¿ and ¿mis-aligned gasket¿, potential root cause for the damaged plunger rods and distorted stopper is associated with the assembly process. 3. ¿print¿: potential root cause for the print defects is associated with the printing process. Corrective and/or preventive action 1. Contamination / particulate¿: the defects observed in the samples received were considered cosmetic and acceptable per product specification. Furthermore, they occur at low occurrence levels and are typically well within the acceptable quality limits. No corrective actions are necessary at this time. 2. ¿damage¿: the samples received had minor cosmetic damage, where there was no effect as to the fit, form or function of the product and they are therefore acceptable per product specification. No corrective actions are necessary at this time. 3. ¿mis-aligned gasket¿: these defects typically occur at extremely low frequency during the high speed manufacturing process and are usually isolated incidents. Controls are in place to isolate and contain defects to ensure the quality of the final product. However, a few pieces with defects may escape detection. No corrective actions are necessary at this time. 4. ¿print¿: the defects observed in the samples received were considered cosmetic and acceptable per product specification. They do not affect the fit, form or function of the final product. The volumetric accuracy is not affected by these imperfections. No corrective actions are necessary at this time. Controls are in place to ensure containment of defects and quality of the final product. They include periodic in-process inspections at various stages of manufacturing. In addition, regarding cardboard/wood foreign matter: the batches involved are from 2017. Corrective actions have been implemented since then that included eliminating cardboard and wood from all manufacturing areas. No additional actions are recommended at this time.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe had scale marking defects, contained foreign matter, had a damaged barrel, and exhibited restricted plunger movement. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7153991, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-02. Medical device lot #: 7338678, medical device expiration date: 2022-11-30, device manufacture date: 2017-12-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe had scale marking defects, contained foreign matter, had a damaged barrel, and exhibited restricted plunger movement. No serious injury or medical intervention was reported.